Event description:
It was reported during a low anterior resection, according to the surgeon, the instrument did not fire. The instrument was closed and the firing lever was pulled. When the instrument was opened, no staples formed. A second instrument was opened and fired without incident. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The result of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil, good; condition of anvil shroud, good; condition of cartridge, good; condition of driver, good; condition of earmuff, good; condition of head, good; firing lever position, open/partially cycle; rotation, good; staples present, yes/all and trigger position, closed. Functional tests & results: articulation, yes; closure force, normal and instrument cycled, yes (twice). Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was rec'd with the trigger in the closed position, with the staples partially protruding from the cartridge pockets, and with the firing trigger partially cycled. All of the staples were contained within the cartridge pockets. The instrument was examined and was found to be functional. The instrument cycle was completed without incident and all staples formed properly. The instrument was then reloaded, cycled, fired, and formed all staples properly. The staples were measured and were found to be within specs. No conclusion could be reached as to why the reported "instrument was closed and the firing lever was pulled" and "when the instrument was opened, no staples formed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form properly.